Manufacturer narrative:
(B)(4). Surgeon plans to remove all hardware on (B)(6) 2011. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with rods, pangea screws and locking caps on (B)(6) 2011 at levels l4-s1. Reportedly, 1-2 weeks postop, patient fell and started complaining of pain. Follow up x-rays reviewed by the radiologist showed that rods on both sides migrated at all 3 levels cranially, towards the head. Surgeon plans to remove all hardware on (B)(6) 2011. This is the 13th of 14 reports submitted on this event.